Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for unrelated reason. Upon device check, it was discovered that the right ventricular lead exhibited loss of capture. Programming changes were performed. On (B)(6) 2020 the lead was capped and replaced. The patient was in stable condition.